Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that drawer 3.1 had been ejecting cubies due to read/write errors. The fse replaced the retractor band and reseated the row board cable at the back of the drawer. The drawer was tested using the final test in the hardware test application, and the test was successful. The drawer was then inspected. The system functioned as intended after the field service engineer repaired the device.